Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp) via a manufacturing representative, regarding a (B)(6) female patient receiving intrathecal dilaudid 15mg/ml at 1.5mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain. The concomitant medications and patient history were not reported. It was reported that there was under infusion, as at the first refill ((B)(6) 2015) they got back the full amount. The actual residual volume (arv) was 40ml, and the expected residual volume (erv) was 9ml. The arv was greater than the erv. The discrepancy was not the result of a programming error. It was indicated that they would most likely attempt a dye study. No issues were seen in the pump logs. No symptoms were reported. The results of the dye study, actions/interventions/cause/resolution related to the volume discrepancy remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.